Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2010. It has been reported that the customer can not recall the malfunction/defect of the clip. Based on the ambiguity of the event the priority was deemed a malfunction and the event reportable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.